Event description:
According to the health care provider, during the port explant procedure, the catheter broke and pt was transferred to the radiology dept where the distal portion of the catheter was retrieved. The distal portion of the catheter piece was discarded. Only the port with attached piece of catheter was returned to the MFR.